Event description:
Company representative received a report of an event as "failed gastric bypass patient. Surgeon implanted a 10cm band, complication noted the band was too tight (uncertain of time line). Re-operation for replacement with a vg band, surgical / anesthesia complication, the patient is in a coma". Follow up findings with the implanting surgeon who clarified the report as: revision surgery was performed to replace an eight month status post 10cm lap-band with a vg lap-band of a failed gastric bypass patient who had become obstructed. One week later the patient presented with an erosion and infection. The lap-band was removed and drains placed. This pt had additional procedures to manage the drainage, placement of a gastrostomy tube and a tracheostomy was performed for use of ventilator secondary to phrenic abscesses. The patient was never in a coma as first reported. The attending surgeon clarified that the use of sedation was needed for this patient due to the use of the ventilator. The patient is doing well and has been discharged from the hospital. The gastrostomy tube will be removed in approximately two weeks.